Manufacturer narrative:
Eval summary: visual analysis found discoloration in the lead with all wires broken in the paddle. Due to the condition of the returned lead, no functional testing could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02504.